Event description:
The pt fell. Following the fall, the pt experienced a loss of therapeutic effect; the pt was "frozen" and unable to move. In (B)(6) 2009, the pt went to the hospital because he was seeing things. Following that, the pt experienced a loss of therapeutic; he had increased rigidity and slowness, he could hardly move, had trouble walking, and could not have breakfast. The pt also reported there was bleeding in his brain. The pt was seen (B)(6) 2009. The right implantable neurostimulator (ins) was off; the battery voltage was 3.72. The battery voltage on the left side was 3.71. The pt returned to the office on (B)(6) 2009 after a neurosurgical consult which determined his systems were intact. The pt was reprogrammed. His settings were changed because he was set using contact 0-2-3-c+ and he had an open circuit at contact 0. Moving his setting from 0 to 1 helped his symptoms tremendously. He was feeling much better and was to return to the clinic in 3 months. The pt returned to the clinic on (B)(6) 2009 stating he had undergone bilateral ins replacement. See also MFR's report #3004209178200900545.

Manufacturer narrative:
(B)(4).